Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error and a camera rotation error messages at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.